Event description:
The customer reported that the insulin pump shut off while changing the infusion set. The device came back on, and it was prompting the caller to rewind and prime again. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The motor rewind properly. However, the motor was loud during rewind due to a faulty motor. No insulin pump reset anomaly noted.